Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the ok, run/stop, (.), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. This failure mode does not provide any user opportunities to select care area, enter delivery parameters, or start an infusion. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function. This failure of the run/stop key will result in the message, "interface disabled pump is configured for pic diagnostic mode." No actions can be performed at this screen other than powering down the pump. This message cannot be cleared by powering the device back on. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that a pump displays "interface disabled pump, figured for diagnostic mode." It was also reported that there was no patient injury.